Event description:
It was reported that during an implant attempt, the lead was placed on the septal wall because initial placement in the appendage had high thresholds. Post implant, the patient complained of chest pain and a small effusion was discovered. During the procedure to reposition the lead the device was pacing inappropriately for a few minutes, but settled down again. The lead was repositioned in the appendage. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.